Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) was confirmed. As received, the charger was unable to charger a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was shorted. The cause of the inability to charger the batteries is the shorted u13 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted form the shorted component. The pt was issued a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that her charger/modem indicated a problem. The pt was issued a replacement charger/modem.